Manufacturer narrative:
The reported gripper plus was returned and examined. It was found to be in the unlocked position (same position as when shipped). Microscopic examination found no scoring on the capture shelf area which is consistent with the device having not been captured. Next the arm was pulled upon and it was found to capture the needle upon the capture shelf with an audible click, as designed. In this situation, the customer had not pulled upon the arm enough to capture the needle as is described in the products IFU. There was no evidence found to suggest the event was caused from an intrinsic defect in the product. No problem found. Device operates within specification. MFR# clarification: new registration number 3012307300 (B)(4) has been received, however, this initial MDR was filed under the prior registration number 2183502 (B)(4).

Manufacturer narrative:
Additional manufacturer narrative: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
User facility reported that during the removal of the needle from a chemotherapy patient, the security system on the needle did not work. While throwing away the needle, the nurse was stuck by the needle on her middle finger. The nurse bled and a blood test (unknown type) was done with a negative result. No adverse health outcome occurred.